Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's ECG board was replaced to resolve the malfunction.analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.